Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple of the same malfunction alarms occurred. The pump is able to be reset however the malfunction alarm keeps recurring.reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.there was no adverse impact to the customer¿s blood glucose level.